Event description:
In 2008, the patient reported that the display of his infusion device had black spots. He stated he noticed the spots when he received the infusion device (approximately 1 month ago) and the spots became bigger each day. He stated that he is able to read the numbers in the middle of the display, but the time at the top of the screen is unreadable. He stated that the infusion device has not been dropped or exposed to extreme temperatures. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.